Manufacturer narrative:
Pending evaluation.

Event description:
Index: (B)(6) 2014. Revision of the left knee due to pain and loosening on (B)(6) 2017. A columbus knee system was placed. Loosening of femoral component, extensive synovitis all around knee joint.

Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted in the revision reported in experience was likely the result an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening of the femoral component and the reported pain. However, this cannot be confirmed as the devices were not available for evaluation and no further information was provided. (E3) initial reporter's occupation: attorney. Corrections made in the following section(s): (section f) f6 and f8 were entered in error. Please disregard.